Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes there was sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated "once the tube arrives into the lab for processing the specimen reception area noticed the tube was leaking. The tube did travel through the lamson tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes there was sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated "once the tube arrives into the lab for processing the specimen reception area noticed the tube was leaking. The tube did travel through the lamson tube."